Manufacturer narrative:
The complaint is inconclusive as the actual complaint device was not returned for eval. A DHR review was performed at bard; the DHR review did not reveal any non conformances. No corrective action will be initiated as the root cause was not able to be determined. The complaint database will be monitored for further occurrences.

Event description:
On thursday, dr. Was performing a thoracentesis. Upon the removal of the garg thoracentesis needle , the casing broke apart leaving the tube portion inside the pt. Dr. Was able to grab it and pull it out before air was able to rush into her lung. No pt harm. The actual device will not be returned for eval- discarded by facility.